Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5 and d10 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit could not be determined. It is possible that the faulty charge coupled device unit was caused by unacceptable tension in the area of the charge coupled device unit holder assembly due to the use of an adhesive which is not adapted to the load and temperature collective, which may caused an insufficient adhesive layer to form, due to asymmetrical alignment of the spring before the bumper sleeve was joined, or pre-existing damage to the charge coupled device unit holder assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for a laparoscopic appendectomy when it was about to start. The procedure was therapeutic and had a 5-6 minute delay. The patient was under rapid sequence induction anesthesia. The procedure was completed with a similar laparoscope.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a purple flicker on the picture. The picture flickers without touching the device. During the evaluation, a purple-colored image defect was found due to faulty charged coupled device. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found broken r-unit (ccd) and therefore exhibited purple color (colored image purple) . The customer reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.